Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the patient was being moved from the kitchen to the hospital bed in the lift. The patient shifted weight in the sling and the lift lowered the patient fast. When they looked at the lift they allege it was bent. The dealer stated that he does not believe that the unit was damaged when they placed it on the patient.

Manufacturer narrative:
The device was evaluated and it was found that the base is bent causing the casters not to touch the ground.

Event description:
The dealer stated the patient was being moved from the kitchen to the hospital bed in the lift. The patient shifted weight in the sling and the lift lowered the patient fast. When they looked at the lift, they allege it was bent. The dealer stated that he does not believe that the unit was damaged when they placed it on the patient.